Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval confirmed unit received inoperable due to reported symptom of "serial (B)(4) that is giving a system error 105" caused by a failed motor. The failed motor was replaced.